Event description:
We received an allegation about discrepant results for 7 patients' samples tested with crep gen.2 (crep2) assay on a cobas 8000 cobas c701 module. Sample 1 (patient 1): on (B)(6) 2024: initial result: 8.16 mg/dl. On (B)(6) 2024: 1st repeat result: 1.04 mg/dl. 2nd repeat result: 1.02 mg/dl. Sample 2 (patient 2) was initially tested and repeated on (B)(6) 2024. Initial result: 5.14 mg/dl. Repeat result: 1.22 mg/dl. Sample 3, sample 4, sample 5, and sample 6 were initially tested on (B)(6) 2024 and repeated on (B)(6) 2024. Sample 3 (patient 3): initial result: 8.76 mg/dl. Repeat result: 1.53 mg/dl. Sample 4 (patient 4): initial result: 8.93 mg/dl. Repeat result: 2.13 mg/dl. Sample 5 (patient 5): initial result: 7.67 mg/dl. Repeat result: 1.50 mg/dl. Sample 6 (patient 6): initial result: 8.36 mg/dl. Repeat result: 1.73 mg/dl. Sample 7 (patient 7): on (B)(6) 2024: initial result: 1.67 mg/dl. On (B)(6) 2024: repeat result: 6.21 mg/dl.

Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. A reagent issue can be excluded since no further issues were reported and a correct rerun was performed with the same reagent. The alarm trace showed multiple abnormal aspiration alarms. The field service engineer found missing cuvette screws and a misadjusted probe. He placed cuvette screws and adjusted the probe. He also made adjustments to the reagent pipettes, the washing of the reagent pipettes, and the cuvette level. The instrument was performing within specifications. The service actions (placing cuvette screws and adjusting the probe) resolved the issue. The root cause was consistent with a maintenance issue and the operator failed to follow the instructions.